Event description:
The facility reported an infusion pump with a depleted main battery condition. The failure was reported to have occurred during biomed testing. The hospital representative stated they have no record of any patient injury or medical intervention with this device. No additional information is available.

Manufacturer narrative:
Evaluation summary: evaluation was performed on-site by a baxter repair technician and the reported condition was confirmed. Inspection of the pump revealed depleted main batteries. The main batteries were replaced by the repair technician. The pump was tested for proper operation and the pump was found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.